Manufacturer narrative:
The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported, during lasik flap creation of the left eye the side cut was not generated resulting in the need to use a second patient interface to complete the flap. There was no patient harm. Additional information requested.